Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the wire that controls the blade of the device broke and punctured through the clear insulation towards the jaws during a bariatric procedure. There was no pt injury. No further info is available.